Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, there was a failure of the prostar closure device which required a covered iliac stent. No further adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).